Manufacturer narrative:
The field service engineer (fse) confirmed that the touchscreen needs to be replaced and the on/off switch fails sometimes. The fse determined that the touchscreen and power switch overlay need replacement. The fse replaced the touchscreen and the power on/off membrane (power switch overlay) to resolve the issue. Multiple attempts were made to obtain information regarding patient involvement and contextual use with no response from the reporter. However, there was no patient harm, injury, or intervention reported. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. A supplemental report will be submitted when the component is received and evaluated.

Event description:
It was reported the touchscreen does not respond in some areas of the screen and the on/off button sometimes fails. It does not pass the touch screen's calibration. The field service engineer determined the touchscreen and power switch overlay need to be replaced. It is unknown if the device was in patient use when the issue was discovered. Additional information has been requested.